Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer's blood glucose value was 427 mg/dl. The customer was treat with bolus. The customer was using the auto mode feature. Customer also stated that blood on site. The customer declined troubleshooting for high blood glucose and site issue. The device will not be return for analysis.